Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). The user reported that their cassette did not produce a control line or test line. They confirmed that they performed the test procedure correctly. They also confirmed that they disposed of all the test materials prior to contacting acon labs. Purchased from publix.